Event description:
Report received from (B)(6) stating that service was required for the device. During service the inability to insert the cutter was noted. The device was not being used in surgery. It is unknown if injury or medical intervention occurred. There was no additional information provided.

Manufacturer narrative:
The device was received by depuy synthes power tools. The device was evaluated, and during service the device failed the cutter insertion test. If additional information becomes available a supplemental report will be submitted. Ref: (B)(4).